Manufacturer narrative:
The reported event of communication anomaly was confirmed. The device was received with no telemetry and no out from the field. The device image was corrupted, and no session records were available to assess the devices condition prior to the event. The device was cut open and tested for current drain which found to be normal and original battery was measured to be near beginning of life level. The communication recovered after the battery was detached and reconnected and the issue could not be reproduced, consistent with a latch-up condition. The device was programmed and tested under nominal conditions which showed normal functionality. No anomalies were found.

Event description:
New information received indicates that the reported event was incorrect. The pacemaker was actually exhibiting interrogation failure and was found in backup mode. The device was explanted and replaced and the patient was stable following.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic, it was observed that they had received inappropriate therapy for a supraventricular tachycardia. The physician elected to replace the device and the patient was stable following.